Manufacturer narrative:
Concomitant: product ID 3550-45, lot# unknown, product type accessory; product ID 3888-28, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that the patient committed suicide for an unknown reason. There was no relation established between spinal cord stimulation therapy and death.